Event description:
It was reported that during a procedure the account heard a pop followed by smoke coming out of the neptune rover. Additional information has been requested from the account and the investigation is ongoing. There were no reported adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by a field service rep and it was found that the capacitor had burst and released wax. The device was repaired and returned to service at the account.